Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: chest injury, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old caucasian female patient underwent a breast augmentation revision surgery with 650cc mentor memorygel breast implants. Post-operatively, the patient was in an automobile accident and sustained a chest injury. After the automobile accident, the patient had an ultrasound that confirmed that her left implant was ruptured. As a result, the patient underwent removal and replacement with 650cc mentor memorygel breast implants on (B)(6) 2022.

Manufacturer narrative:
On august 30, 2022, mentor was provided with additional information. The patient's chest injury occurred in (B)(6) 2017. At this time, the patient experienced breast pain. As a result, she underwent explantation and replacement with 700cc mentor memorygel breast implants on (B)(6) 2017. Additional information also indicated that a health professional used x-ray, not an ultrasound, to examine the patient. An operative report provided by the explanting surgeon indicated that the left implant was intact, as such rupture is no longer applicable to this file. Deformity/disfigurement was added to accurately represent the reported event. Manufacturer¿s reference number: (B)(4).